Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: no complaint, shuts off after 30 minutes of use. Update - the unit was rebooted and the unit started working. No patient impact. Loss of light duration cannot be confirmed. The failures identified in the investigation is consistent with the complaint record. Probable root causes are: physical damage due to shipping or damaged at the account. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.